Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed during prime test due to moisture damage on the force sensor resistor. However, the insulin pump passed pump self-test, off no power test, a21 error test, displacement test and rewind test. The operating currents were in specification. The insulin pump had minor scratches on the lcd window, partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 348mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.